Event description:
Customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button, but the issue persisted. As a result, it was decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. The problematic pump will be returned to tandem, and a replacement has been shipped with a signature required for delivery.